Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was implanted with an artificial urinary sphincter (aus) in (B)(6) 2022 and came back a couple of months later with a urethral erosion. A surgical procedure was performed in which the aus was explanted. No patient complications were reported. No further information was provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 artificial urinary sphincter (aus) cuff underwent a thorough analysis. It was visually and microscopically examined, and leak tested. No anomalies were found with the cuff. Based on the information available and analysis results, the product analysis could not find what caused or contributed to the reported clinical observation of erosion.

Event description:
It was reported that the patient was implanted with an artificial urinary sphincter (aus) in march 2022 and came back a couple of months later with a urethral erosion. A surgical procedure was performed in which the aus was explanted. No further information was provided.

Event description:
It was reported that the patient was implanted with an artificial urinary sphincter (aus) in (B)(6) 2022 and came back a couple of months later with a urethral erosion. A surgical procedure was performed in which the aus was explanted. Nine months later, a revision surgery was performed to implant a new aus. No patient complications were reported.

Manufacturer narrative:
B5 was updated, alongside with implant date and lot number. Upon receipt at our quality assurance laboratory, this ams 800 artificial urinary sphincter (aus) cuff underwent a thorough analysis. It was visually and microscopically examined, and leak tested. No anomalies were found with the cuff. Based on the information available and analysis results, the product analysis could not find what caused or contributed to the reported clinical observation of erosion.